Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. During the interrogation of the implantable cardioverter defibrillator, the device was found with stored episodes of post paced t wave oversensing on the ventricular channel. On (B)(6) 2020, the patient was brought to the clinic and the device was reprogrammed to address the anomaly. The patient did not experience any symptoms as a result of the oversensing.